Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the (B)(4): on (B)(6) 2014, the patient underwent treatment of a 59.3mm abdominal aortic aneurysm (aaa) and 32.5mm right common iliac artery (rcia) aneurysm, whereby gore® excluder® aaa endoprostheses and gore® iliac branch endoprostheses were implanted. It was reported the left common iliac artery (lcia) measured 32.5mm at time of implant. It was reported, all devices were successfully deployed in the intended locations without any reported adverse issues. Final angiography showed exclusion of both aneurysms with no evidence of endoleak. The patient was reported to have tolerated the procedure. On (B)(6) 2014, follow up imaging showed the aaa measured 57.6 mm, the rcia aneurysm measured 33.1mm, and the lcia measured 24.4 mm with evidence of a type ii, with lumbar artery involvement. Also noted was some intraluminal thrombus in the internal iliac component (iic), however, both the iliac branch component (ibc) and internal iliac component (iic) were reported to be patent. On (B)(6) 2014, follow-up imaging showed the aaa measured 58.0 mm, the rcia aneurysm measured 30.1 mm, and the lcia measured 24.3 mm with evidence of a type ii endoleak with lumbar artery involvement. Also noted was some intraluminal thrombus in the internal iliac component (iic), however, both the iliac branch component (ibc) and internal iliac component (iic) were reported to be patent. On (B)(6) 2015, follow-up imaging showed the aaa measured 60.4 mm, the rcia aneurysm measured 28.3 mm, and the lcia measured 26.1 mm with evidence of a type ii endoleak with lumbar artery involvement. Also noted was some intraluminal thrombus in the internal iliac component (iic), however, both the iliac branch component (ibc) and internal iliac component (iic) were reported to be patent. On (B)(6) 2015, an intervention was performed whereby the abdominal aortic aneurysmal sac was coil embolized. The endoleak was reported to have been resolved, and the patient tolerated the procedure. The investigation regarding the type ii endoleak, aneurysm enlargement and the intervention were previously reported in manufacturer report # 2017233-2016-00669. On (B)(6) 2016, follow-up imaging showed the aaa measured 63.4mm, the rcia aneurysm measured 29.4 mm, and the lcia measured 25.1 mm with evidence of a type ii endoleak involving the trunk-ipsilateral component. Also noted was intraluminal thrombus in the internal iliac component (iic), however, both the iliac branch component (ibc) and internal iliac component (iic) were reported to be patent. On (B)(6) 2016, an embolization was performed to treat the type ii. It was reported, the endoleak was resolved, and the patient tolerated the procedure. No further adverse events were reported.